Event description:
It was reported that an external fluid leak was observed to have originated from the u9000 ultrafilter of an ak 98 machine during hemodialysis therapy. The patient was weighed after treatment and found to have had a fluid removal of 1000ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.